Manufacturer narrative:
The returned control panel, previously identified with a stuck button causing unintended backrest movement, has undergone preliminary testing by the manufacturer's internal electronics engineer. Initial tests confirmed the reported malfunction. The component is planned to be returned to the external supplier for additional evaluation. The investigation remains ongoing, and a final report with full conclusions will be submitted once all analyses are completed.

Manufacturer narrative:
The investigation is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed. The device is distributed outside the us, and no gudid information exists.

Event description:
Arjo was informed about an event involving the enterprise 8000x bed. The customer initially reported that the bed was not working. An arjo technician performed an on-site assessment on the same day. During the visit, the customer representative informed the technician that the actual issue involved the unintended movement of the backrest (head section), which was moving on its own without any command while a patient was on the bed. No injury was sustained. The customer representative also stated that a similar case had occurred in the past. This previous case was documented separately and reported under the manufacturer¿s report number 3007420694-2026-00025. During a follow-up conversation, the customer reported that when the unintended movement occurs, the bed becomes intermittently blocked. The technician later confirmed and reproduced both the unintended movement and the intermittent blocking during the inspection. The backrest elevation control button showed a functional malfunction, although no visible damage was observed.